Event description:
End-user was using an unknown foam mattress on an unknown full electric bed. Information received from person who filed the intiial FDA report: event was filed with the pa state police in harrisburg pa. This occurred in washington county pa. No reports received as of yet as to what the cause of death was. It is unknown if the bed rail was the cause of death. Pb7035 manual: the manual on page 3 states the following after the second warning: do not use the clamp-on half rail as a handle for getting into or out of bed; this could result in personal injury and damage to the clamp-on half rail.

Event description:
Patient was found with knees on floor, torso between bed rails, face down on mattress. Patient deceased. Family contacted the state police (B)(6) 2021.